Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occured on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. Patient reports that a piece of the sensor wire may have been left in skin. No additional event or patient information is available.